Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4)

Event description:
The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose was 159 mg/dl. The customer stated that the device was dropped and was exposed to moisture. The customer insert a new aaa battery and display is not ok. The customer was advised to removed battery for 10 minutes and cleaned contacts with alcohol wipe. The customer was advised to insert new (B)(6) aaa alkaline battery. The customer stated that the device is still on blank display. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronic assembly. The insulin pump had broken battery tube thread and cracked reservoir tube lip noted.